Event description:
It was reported a patient had an angiogram performed through the right common femoral artery and an angio-seal was selected for closure. The patient returned to the hospital approximately two weeks later with leg pain. Doppler ultrasound was performed, which revealed abnormal blood flow in the right leg. The patient was not kept in the hospital for further testing. However, the patient returned to the hospital a second time, approximately four days later for another angiogram. Results revealed an occlusion in the right common femoral artery and balloon angioplasty was decided to be performed. The patient was recovering post procedure. Additional information was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.